Event description:
The caller reported that the pump's quick bolus/wake button was difficult to press, requiring multiple attempts to turn on the screen. There was no adverse impact on the customer¿s blood glucose level. The customer was instructed to remove the pump from its case and press the button with support, but the issue persisted. Tandem technical support decided to replace the pump and sent a replacement, guiding the customer on returning the defective pump.